Event description:
It was reported the patient presented in back-up vvi with active therapies. The patient¿s implantable cardioverter defibrillator was restored to normal function via reprogramming. The patient was asymptomatic throughout the restoration and will be followed-up normally.